Event description:
This report is being filed upon notification from our mr MFR in (B)(4), to submit this event that happened in (B)(6). Problem: pt had a mr exam. He was scanned with the synergy spine coil with the head first into the magnet for a lumbar examination. Immediately after the scan, two second degree burns were found on the pt. One burn was located on the arm and the other on top of the thigh.

Manufacturer narrative:
(Eval method, results, conclusion): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.